Manufacturer narrative:
The MFR has asked the customer to send the defective device for examination. A follow-up report will be submitted once additional info is available. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
During a femur fracture nailing, the carbon fiber bara of the extension device cracked. Although no risk to pt safety was reported, the surgeon elected to finish the procedure on another or table. No injury to the pt was reported to maquet. (B)(4).